Manufacturer narrative:
B3 date of event: 01/01/2024 used as approximate date as actual date is unknown.

Event description:
Per literature article: it was reported that the device exceeded the intended speed and fractured the guidewire. A rotapro 1.50mm and rotawire were selected for treatment of the target lesion, which was located in the right coronary artery (rca). Upon attempting to retrieve the device, the staff noticed that the rotapro was presenting a high-pitched drilling noise and was showing high speeds despite attempting to reactivate dynaglide mode. When the burr was pulled out from the patient, it came out with a cut part of the rotawire attached. A non-boston scientific balloon was advanced in an attempt to retrieve the broken piece of rotawire that remained inside the patient; however, this was unsuccessful. A guide catheter was then used to snare out the fractured piece, but this was also unsuccessful. The staff then attempted a distal wire snaring technique, which was successful in retrieving the fractured piece of rotawire. The procedure was then completed using non-boston scientific stents, and there were no patient complications.